Event description:
It was reported that phrenic nerve stimulation was noted due to the left ventricular (lv) lead. Technical services (ts) was contacted for troubleshooting, as they intended to turn off lv therapy due to the stimulation. Biventricular trigger was subsequently deactivated, and the stimulation subsided. This lv lead remains in-service. No adverse patient effects were reported.